Event description:
During a blood transfusion blood was seen in the warming lumen and the warm water reservoir of a hot line blood warmer. Use of product was discontinued and replaced with an alternative device. Identified that disposable pt set was defective at the end proximal to the device at the junction of the tubing and connector to the warmer. There was a leak between the blood lumen and the warming fluid lumen within the connector.